Event description:
It was reported that during a ptca/stenting treatment procedure, stent delivery difficulties were encountered. The lesion being treated was located in the very tortuous native right coronary artery. The express2 monorail 12/4.0mm coronary stent delivery system was being advanced to the lesion when the stent dislodged from the balloon. The stent had been maneuvered into and out of the 6f guide catheter two times prior to the dislodgement. The stent embolized to the mid right coronary artery and was stented against the vessel wall with a 4.5 mm express stent and was not able to be retrieved. The pt was asymptomatic during this event. No additional complications were reported. Pt status is reported as 'good'.